Event description:
Timeline: transitioned to using covidien shiley 6cn75h model tracheostomy tube approximately around ((B)(6) of 2022); (B)(6) 2022: ent (ears, nose and throat) department noted issue of trach caps dislodging too easily with cough when attempted decannulation trial. To meet requirement for tracheostomy decannulation (removal of trach) at our institution, patient must be able to keep cap in place for full 24 hrs without desaturation, respiratory distress, or need for in-line suction of tracheostomy tube to clear secretions. Due to difficulty being able to facilitate capping trial (trach caps kept being coughed off which delayed discharge), we found that cap would stay in place if inner cannula was absent. This was not ideal situation but in order to be able to decannulate tracheostomy patients, we began routinely removing the inner cannula for trach decannulation. We have continued the above management since time that new tracheostomy tube model (6cn75h) was introduced potential adverse outcomes: discharge delay. Need for tracheostomy tube and supplies at discharge if unable to successfully decannulate while admitted. Mucous plug event which subsequent respiratory distress. Potential for mortality if not addressed immediately if mucous plug is significant tracheostomy reference #: 6un75h, lot #: 22k0255jzx cap, reference #: cap lot #: 22k2032jzx. Ref report: mw5115113.